Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic tlh procedure, the device broke, which resulted in thermal damage to the ureter of the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic tlh procedure, the device broke, wherein it caused thermal damage to the patient. Patient was sent to the hospital to see urologist where doctor stated patient had thermal damage. It was reported to us that the patient was found to have a thermal injury to a ureter. I was asked to have the cautery machine used on this particular patient during the surgery at our facility checked out to make sure that it was functioning properly. We have two of these machines (that could have possibly been used) and cannot say for sure which one was utilized during the case. That is the reason we had both sent out to be checked. I do not know the current patient status. I do not know the degree of the burn nor the intervention that was done. I do not have any further information.

Manufacturer narrative:
Additional information: one device was received for evaluation. This device has been used in the treatment or diagnosis of a patient. The returned sample did not meet specification as received by manufacturer. The visual inspection for the unit found green residue on the sides and in the ports and on the mezzanine. Cracks and a broken tab were found on the front panel. The investigation of the returned equipment did not identify anything that would have caused or contributed to the reported event. The investigation could not determine a root cause or a probable root cause for the customer's report based on the information provided. For the unit, the service center reported that all values were acceptable except for coag spray peak-to-peak voltage on a 4 ko load, which had a reading of 7286.2 vp-p which is above the acceptable level of 7250 vp-p. The investigation isolated the failure to the calibration, but a root cause was not identified. The probable root cause could not be determined based on the information provided. The unit was calibrated to address the condition. The service center reported that during the leakage testing the unit blew a fuse (f1) in the low voltage power supply board. The investigation isolated the failure to the fuse, but a root cause was not identified. The probable root cause could not be determined based on the information provided. The low voltage power supply board was replaced to address the condition. The service center reported finding green residue on the sides and in the ports and on the mezzanine. The investigation isolated the failure to the ports and the mezzanine, but a root cause was not identified. The probable root cause was found to be the green residue. The ports were replaced and the mezzanine was removed to address the condition. The service center reported that cracks and a broken tab were found on the front panel. The investigation isolated the failure to the front panel, but a root cause was not identified. The probable root cause could not be determined based on the information provided. The front panel was replaced to address the condition. If information is provided in the future, a supplemental report will be issued.